Manufacturer narrative:
(B)(4).

Event description:
Patient's wife contacted dexcom on 03/10/2016 to report that the patient passed away on (B)(6) 2014. The patient was moved into a hospice and declined any medical treatment. Patient's wife stated that the patient had lost the will to live and wasn't using the continuous glucose monitor (cgm), at all, by choice. Patient's passing came while asleep and was reported as liver failure. Patient had had a liver transplant. Patient was not using the cgm at the time of death. There was no alleged device malfunction. A certificate of death was not provided. No additional event or patient information is available.